Manufacturer narrative:
Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform displacement test due to partial display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 9.8 mmol/l. Customer advised the display screen was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.